Event description:
The customer reported difficulty establishing demand mode pacing. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported difficulty establishing demand mode pacing. No adverse pt impact was reported. The device was evaluated at philips, but the symptom could not be duplicated. The device passed all testing and was returned to the customer. It was determined that the issue was the result of user error where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.